Manufacturer narrative:
Sc-8336-50 sn(B)(4) device evaluation indicated that the lead passed all tests performed. The complaint was not verified. The lead passed all tests including visual/x-ray, impedance, diameter, and electrode pitch tests. Device exhibited normal device characteristics.

Event description:
A report was received that the patient had fluctuating impedances and was not getting adequate coverage. Database analysis revealed that 6 contacts in port b, 5 contacts in port c, and 1 contact in port d had high impedances. The patient underwent a revision procedure wherein the lead was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient had fluctuating impedances and was not getting adequate coverage. Database analysis revealed that 6 contacts in port b, 5 contacts in port c, and 1 contact in port d had high impedances. The patient underwent a revision procedure wherein the lead was replaced. The patient was doing well postoperatively.